Event description:
It was reported that during an oral procedure, the bur guard melted onto the nose cone of the handpiece. There was no user or patient injury.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for testing, and the alleged condition of the bur guard melting onto the handpiece was confirmed. According to the technician's report, the bur guard which was being used at the time was expired. According to the instructions for use, the bur guard should not be used past the one year expiration date which is indicated on the guard. Using a worn or outdated bur guard can cause the bur guard to come into contact with the nose cone and the friction can melt the bur guard.